Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) experienced pain at the implantable neurostimulator site. Surgical intervention was undertaken on (B)(6) 2016 and the device was repositioned which resolved the issue.